Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any medical or surgical intervention provided to the patient, in addition to the sterile guaze applied after cleaning the drainage holes? If yes, please provide specifics. Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to fix an abdominal drainage tube. Four days after the procedure, the suture broke that was used to fix abdominal drainage tube. Sterile gauze was used to cover after cleaning drainage holes. Then the patient's condition have improved. Additional information has been requested.